Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25ml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref (B)(4) was used for this infusion. Refer to (B)(4) for the record on fetus.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer? , imdrf annex a, b, c,c,d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the 8100 over infused was confirmed via log analysis and is attributed to user programming. The log analysis identified a remote IV order infusion of (bcm_alias_ndc: 4318) was started on the suspect pump module on the date on (B)(6) 2024 at the time of 7:30 pm. The infusion rate was at 125ml/h with the volume to be infused (vtbi) at 500ml. The above infusion was the same fluid that was infusing on the concomitant pump module with the programmer selecting yes, to proceed and started the infusion. The clinician at the time of 7:35 pm selected the pause key on the pump module. The primary volume infused (pvi) was recorded at 10.738ml. At the time of 7:39 pm the channel off key was selected on the suspect pump module, turning off the infusion. The pvi remained recorded at 10.738ml. The bd clinical consultant site visit that occurred on (B)(6) 2024, had confirmed with the facility the issue was the result of a programming (scanning) error. Root cause: based on the reported information from the facility that the 8100 over infused, the issue was determined to be user programming. The device log identified that the infusion was scanned in error with the scan being the same fluid as the infusion running on the concomitant pump module and the user selected yes, to proceed with the order and started the infusion. The IV bag had two scannable bar codes on the bag and the lactated ringers barcode was scanned in error instead of the oxytocin bar code. The suspect pump module was tested by the repair center, and it passed with no issues recorded after the incidental repairs were completed. Note that this report lists imdrf annex a040502, a1801, g04037, g02017, g0200802g, g0204002, g04088, c07, c17, c0601, d07, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25ml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref #(B)(4) was used for this infusion. Refer to pr 10175142 for the record on fetus.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.